Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7093123.

Event description:
It was reported that the patient had an infection at the incision site. The patient was administered antibiotics and underwent an explant procedure.